Event description:
A dailysis facility reported that there was excess fluid removal during a hemodialysis treatment. The pt became hypotensive and was given 700 ml. Of saline. The machine had indicated that 2.9 kg. Was removed but based on the pre and post weights reported and saline given, the pt lost 4.9 kg. The pt was discharged in stable condition.